Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
Srinivasan, s. K., patil, a. A. Axial (central) downward herniation of the brain as a complication of intra-thecal drug delivery system (idds) implant - a case report. Clinical neurology and neurosurgery. 2014; 125:78-80. Doi: 10.1016/j.clineuro.2014.07.006. Summary/reported event: the patient is a (B)(6) male patient with a history of stage IV pancreatic adenocarcinoma who presented with intractable abdominal pain which was not controlled by medical management. An idds with morphine was implanted for palliative control of pain by the pain service. Patient¿s pain was well controlled with idds initially, but after 2 weeks patient started to experience postural headache followed by constant headache which was not relieved with medical management. Csf leak from catheter implant site was suspected. Over the next 1 week patient have had 2 epidural blood- patch injections were done without improvement in pain control. The patient then went into progressive loss of conscious (coma) and imaging study showed bilateral subdural hematoma with signs of axial (central downward) brain herniation. MRI of lumbar spine showed mildly prominent epidural fluid diffusely superimposed over epidural fat without significant pressure-effect on the thecal sac and without focal fluid collection. Initial plan was made to evacuate the subdural hematoma surgically. The subdural clots on both sides were evacuated through burr holes. The fluid was under pressure. The clot fluid was thin and xanthochromic. After the procedure the patient became fully awake and was free of headache. Three days later the patient went back into coma. MRI showed decrease in subdural hematoma but persistent axial brain herniation. The entire pump system was explanted by the pain service. There was no evidence leaking at the operative site during the explant procedure. Since the operative opening did not go deeper than the fascia over the paraspinal muscles the dura was not visualized. Three days later the patient regained consciousness and was had a normal neurologic examination. Post-explantation MRI scans showed resolution of the subdural hematoma and the axial herniation. At 4 months follow-up he was still free of headache.